Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a subcutaneous injection the texium syringe leaked vidaza medication from the bonded connection between the syringe and the texium component. No patient harm reported.

Manufacturer narrative:
Correction: initial reporter address.